Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) is irregularly picking up beats and is not working correctly. The ipg has been reprogramed and remains in use. No further patient complications have been reported as a result of this event.